Manufacturer narrative:
(B)(4). During evaluation it was identified that the mechanism assembly installed into device sn# (B)(4) did not match the mechanism recorded on the DHR. Review of both dhrs confirmed that the mechanism was swapped and belongs to sn (B)(4). Furthermore, it was identified that the ultrasonic sensor and input/output printed circuit board (I/o pcb) installed in the device did not match the component identifiers recorded on the DHR/shr files for device sn (B)(4). The ultrasonic sensor and I/o pcb are native to an unknown device. This is an indication that the mechanism, ultrasonic sensor, and I/o pcb are not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.